Event description:
Adverse event(s): "capsular rupture" (eye injury). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that during an intraocular lens (iol) implant of a study pt, a capsular rupture occurred. The iol was placed in the sulcus. Centration of the iol was noted to be good following surgery. The pt's visual acuity was noted to be 20/40 on the first postoperative day. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. No further info is expected. (B)(4)